Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection reveled dried body fluid was found under all three distal ring seals, ring 2 & 3 proximal seals, and under all three ring electrodes. Dried body fluid also found on the handle, main body and distal end. Dried saline was found on the distal end an inside the irrigation holes. Electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The device passed tip offset measurement test. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000 a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Same case as same case as MDR ID # 2134265-2018-07492. Reportable based on analysis completed on 11oct2018. It was reported that during an ablation procedure with two intellanav mifi open-irrigated ablation catheters the first catheter noise was observed. The catheter was replaced with another catheter and its virtual image move and disappear while rf energy was applied. No patient complications were reported. However; returned device analysis revealed body fluid ingress.